Event description:
The customer contact reported the device had overtemperature malfunction alarm codes. The device was returned to the biomedical department for a second time, from an unspecified floor for the overtemperature alarm codes. No pump programming, or event details were provided. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, overtemperature malfunction alarm codes were noted in the device history log and the fan was not spinning properly. No additional information was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, overtemperature malfunction alarm codes were noted in the device history log and the fan was not spinning properly. The probable cause of the customer reported event was due to a broken fan. This report represents all the information known by the reporter upon query by hospira personnel.